Event description:
Patient was revised to address an improper combination of implants having been implanted. A 36mm+4 10d altrx liner was implanted with a 40mm articuleze head. The surgeon feels the imprinting on the labels should be larger.

Manufacturer narrative:
Patient was revised to address an improper combination of implants having been implanted. A 36mm+4 10d altrx liner was implanted with a 40mm articuleze head. The surgeon feels the imprinting on the labels should be larger. Doi: (B)(6) 2012 - dor: (B)(6) 2012 (right hip). Nothing has been returned associated with this report. A two-year database search finds no other packaging or labeling complaint against either product code provided. Label copies have been examined and appear clear in their size identification. There is no trend identified for users having difficulty reading the label or suggesting the type face be enlarged on these labels. The event is considered isolated at this time. Based on the investigation the need for corrective action is not indicated. Monitor for future similar reports. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.